Event description:
The hospital reported that during a coronary artery bypass graft surgery, two heartstring seals did not deploy out of the delivery tube. A third unit was used to complete the case. No patient complications were reported by the hospital.

Manufacturer narrative:
Visual inspection verifies that the tension spring components were inside the deployment tube. The complaint is confirmed. It was also observed that the seal was cracked.